Event description:
The reporter stated that the pipe adapter is split. No patient injury or treatment associated with this event.

Manufacturer narrative:
The assembly in question is an adaptor (450-188) and is manufactured by medex. This assembly is incorporated into the finished product (mx380) by medex medical. The finished product is further assembled, packaged and sterilized by medex medical. The split in the adapter is on the knit line and is due to material fatigue in the adapter. The exact cause is unknown. Review of the complaint database indicates that this is the only complaint of this type ever reported. Medex was able to confirm this issue however, unable to determine the exact cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report.